Event description:
It was reported that the biomed had a arctic sun device that was not filling, the circulation pump has failed, device was due for the 2000 hour preventive maintenance service. Per sample evaluation results received on 19apr2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not filling. Unit was primed to fill. Installed test circulation pump to repair. Circulation pump was serviced during the pm. Used u.I. To complete decon, control panel was left unplugged during decon. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tank seals found lifted from the tank. The device underwent pm servicing while in for repair. The control panel was unplugged and shell set aside, when the machine was opened up to install the test circulation pump. Serviced circulation pump and mixing pump. Replacing heater, both manifold o-rings and drain valves. Replaced double bend tube and the chiller evaporator outlet tube and tank seals. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. It was unknown if the device was in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed has a arctic sun device that was not filling, the circulation pump has failed, device was due for the 2000 hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.